Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during initial implant in the operating room, the doctor went to core the left ventricle (lv) and it was noted that the coring knife was not sharpened to the usual degree. It took multiple passes in order to get through the lv apex and required the use of a scalpel.

Manufacturer narrative:
Device evaluation: the report of the coring knife not being sharp was confirmed. Functional sharpness testing was performed and the force necessary to cut was higher than acceptable. A supplier corrective action was initiated to investigate the issue. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.